Manufacturer narrative:
Investigation summary: it was reported by customer that when attempting to disconnect the male leur that was connected to a stopcock the male leur broke off and remained in the stopcock. One sample was received for quality evaluation. Visual inspection of the sample submitted shows that the male distal luer is cracked inside a stopcock port. The portion of the male luer that was cracked in the stopcock was cut out to determine if the luer was fused in anyway to the stopcock fitting. The cracked off portion of the male luer adapter was not fused to the stopcock fitting and was removed easily once it was able to be grabbed with pliers. Further examination of the luer body indicates that the connection was bent in attempt to disconnect the connection, causing it to break. The customer complaint of connection issue - difficult to disconnect could not be confirmed. A root cause for the report failure was not determined because once the piece of broken luer was able to reach, it was easily removed and there was no evidence that it was fused to the female luer connection of the stopcock. A device history record review could not be performed because the lot number is unknown.

Event description:
Sample.

Event description:
It was reported that bd maxguard extension set was difficult to disconnect. The following information was received by the initial reporter with the following: it was reported by customer that when disconnect syringe med tubing for a vec gtt (to change the line) and the plastic broke, and a piece remained in the stopcock. They have been having trouble disconnecting lines. When attempting to disconnect the male leur of item#: me2010 that was connected to the stopcock in the photo, the male leur broke off and remained in the stopcock.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.